Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to not respond when pressed. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted the touchscreen does not respond. Prior to testing, the device had been returned to the biomed dept for a report of s309 errors. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.